Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. H6: investigation findings - 3221 is based upon evaluation of user facility information and no device return; 213 is based upon evaluation of the returned unused sample. H6 - investigation conclusion - 4315 is based upon evaluation of user facility information and no device return; 67 is based upon evaluation of the returned unused sample. Three 6fr angio-seal vip devices were returned for product evaluation. The devices were returned in the sealed header bags with all of the accessory components. The following assessments were done on all three returned devices. All of the accessory components were removed from the packaging and examined. No visual anomalies were noted with any of the accessory components. The poly-foil pouch was opened carefully, and the device was examined. No visual anomalies were noted. For functional testing, a vessel model was carried out. The guidewire was placed into the vessel model. The hemostasis sheath and arteriotomy locator were assembled, tracked over the guidewire and placed into the vessel model. No anomalies were noted. The arteriotomy locator and guidewire were then removed from the hemostasis sheath and the carrier tube assembly was inserted. When the device cap was in the full forward lock position and mated with the hemostasis sheath, the anchor became exposed at the distal tip of the hemostasis sheath. The device cap was then pulled into the rear lock position exposing the color bands of the deployment sleeve and the anchor posted at the distal tip of the hemostasis sheath. The device was pulled back and tamper tube and clear stop could be seen. The tamper tube was advanced until the black marker was visible. The collagen and anchor formed the knot successfully. There were no anomalies noted during the functional deployment of the returned devices. The complaint cannot be confirmed. Based on the available information the exact cause of the issue cannot be determined. The DHR review determined that the device was released in a conforming state. There is no indication that any manufacturing errors led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device was inserted into the patient and had popped. Additional information was received on (B)(6) 2021. The patient described hearing a pop from the femoral angio site. The type of procedure being performed was a left right and left heart catheterization/angiogram. A 6fr procedural sheath was used. A pre-deployment angiogram was performed. The estimated blood loss was less than 30ml. The patient was stable, and the procedure outcome was successful. Additional information was received on (B)(6) 2021. Hemostasis was achieved by the device.